Event description:
Hospital personnel called to report that the customer was currently hospitalized for low blood glucose, and that the customer's insulin pump could not exit the "preparing to prime" loop. Personnel stated the customer's current blood glucose value was 58 mg/dl, and that the customer was currently off of the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.